Event description:
The customer called to report the insulin pump alarmed for motor error during the bolus process. Blood glucose reading at the time was 300 mg/dl. Advised the customer that the insulin pump will be replaced. The customer declined to have the insulin pump replaced and will continue to monitor for motor error alarm. Advised the customer the problem may grow and to monitor the insulin pump closely. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.